Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shock therapies. The patient appeared to have underlying atrial fibrillation (af). Furthermore, the shocks were able to convert the rhythm for a short time. There was no further information given on this event. This ICD remains in service. No adverse patient effects were reported.